Manufacturer narrative:
Additional narrative: ouyang, y, et al (2012). Using the contralateral reverse less invasive plating system for subtrochanteric femur fractures in elderly patients. Med princ pract. 21, 334-339. This report is for an unknown plate. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article, ouyang, y, et al (2012). Using the contralateral reverse less invasive plating system for subtrochanteric femur fractures in elderly patients. Med princ pract. 21, 334-339. In this retrospective study, the authors evaluated the efficacy of the reverse less invasive plating system (liss) in the management of subtrochanteric fractures (stf) in elderly patients that are expected to be difficult to nail. From (B)(6) 2005 to (B)(6) 2007, 55 patients with stf were treated at the authors' institution. Of these, 26 (16 females and 10 males, age range 65-98 years) had non-pathologic fractures that were internally fixed with a liss device using the reverse liss procedure. All patients attended follow-up examinations for a minimum of 15 months. The average follow-up period was 24 months (range 15-30). Pain was absent in 15 patients, mild in 7, and moderate in 4. There were no collapses, cutouts, or screw penetrations, but backing out and loosening of the locking screws were observed in 2 cases. This report is for an unknown plate and the four patients who had moderate pain. This is report 1 of 2 for complaint (B)(4).